Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone [2.0 mg/ml] at a dose of 0.2704 mg/day and bupivacaine [5.0 mg/ml] at a dose of 0.675 mg/day via an implantable pump for multiple back operations and non-malignant pain. It was reported on (B)(6) 2016 that the patient wanted the pump out and was "done with it." It was related that the patient had 9 months of pain and nothing but "issues with it" and was done and tired of not getting help that was needed. It was indicated that "the pump has been nothing but hell" and that 8 months ago the pump medication ran out and went empty. It was indicated that the patient was due back for a refill in (B)(6) 2016 and that the managing healthcare professional (hcp) let it go all the way to the end of (B)(6) 2016 and refilled it in (B)(6) 2016 on either the (B)(6). It was noted that the hcp had no idea the patient was empty. The patient heard the alarming back in (B)(6) 2016 and the hcps didn't know what it was when the patient asked and neither did the patient. It was indicated that the patient talked to a manufacturer's representative about it in (B)(6) 2016. It was reported that the patient was "about ready to cut the thing out of him" and that the patient would rather deal with the pain he had before the pump or "be dead" because the patient doesn't want to do it anymore. The patient had been dealing with the pain for months. It was indicated that the patient stated that the pump felt good and felt better but all the mental stress and issues with the hcps was what made it miserable. It was noted that the patient thought that his surgeon was great but they don't manage the pumps and that the patient saw a new hcp today in the pump managing office. It was reported that the patient was very upset. It was reviewed that the patient would need to consult an hcp regarding an elective removal of the pump and hcp listings were provided. It was also reported that the manufacturer's representative was contacted, and that he indicated that he would follow-up with the patient. The representative reported that the patient contacted him on (B)(6) 2016 to express his frustration with the hcp office and that it was the patient's belief that he wasn't receiving adequate treatment. He noted that he also had provided names/listings for the patient to call too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.